Manufacturer narrative:
G2: canada medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the call was to ask about to charge and depleted restore platform ins. The patient had therapy turned off for two years. The patient met with a rep two weeks ago. At that time they charged the ins and patient was told to continue charging at home. Since that appointment they have been unable to charge the ins. Additional information was received from the rep reporting that the patient¿s ins was a restore model. The ins had overdischarged twice. Battery was dead and went into overdischarge. Two years later we did a clinician reset. Patient was unable to charge, and the battery went into overdischarge again. Performed clinician reset again and after the 60 min timer, patient was not able to connect to recharger. The cause of not being able to recharge was due to person and family circumstances, the patient did not charge their battery for 2 years. The clinician reset was performed twice but the recharging issue was not resolved. Since the device was almost 8 years old and has been off and dead for 2 years, we believe it could be end of service (eos). Patient was scheduled for battery replacement.